Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. The distal electrode of the lead with the mcrd (monolithic controlled release device) that contains the steroid was torn. Visual summary analysis of the lead indicated damage at implant. Analyst noted that the lead returned with the helix bent and the mcrd was torn. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician had difficulty passing the lead through the sheath. The sheath appeared to be obstructed. Once the lead was in the heart the helix on the lead would not extend despite multiple rotations. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.